Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly tortuous right coronary artery. The patient presented with st-elevation myocardial infarction (stemi); therefore, a 3.25x23mm xience pros drug-eluting stent was implanted and ECG revealed another stemi and thrombus. The thrombus was removed by aspiration. Optical coherence tomography showed no sign of under expension [stent underexpansion]. Activated clotting time was at 225 and the plaquette [platelet count] was at 325. The patient was treated with plavix as tycagrelor was a contraindication. In the physician's opinion, the cause of the thrombus was possibly due to resistance to anti-platelet medication, including plavix. No additional information was provided.